Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges cannula is defective as plasters do not stick to her body; has used 3 from the same box and the same issue occurred in different parts of her body. Customer reportedly was taken to hospital for hyperglycemia of 349 mg/dl in the morning while on a weekend trip due to having no more infusion sets and was treated with a flex pen. Head sets have been discarded. Only unused product will be returned for evaluation; no used product will be returned.